Event description:
It was reported that review of the downloaded log file from the returned controller revealed no external power on (B)(6) 2021 at 21:31, (B)(6) 2021 at 22:02, (B)(6) 2021 22:33, (B)(6) 2021 at 01:21, and (B)(6) 2021 at 02:12 due to loss of ac power while connected to the mpu (mobile power unit). Related manufacturer report number (B)(4).

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a no external power alarm while the device was connected to mobile power unit (mpu) was confirmed via the log file review. The log file spanned approximately 2 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). A typical low voltage hazard alarms coincided with power cable disconnect and no external power alarms, and activated on (B)(6) 2021 at 21:31, (B)(6) 2021 at 22:02, (B)(6) 2021 22:33, (B)(6) 2021 at 01:21, and (B)(6) 2021 at 02:12 due to the rsoc and bus voltages simultaneously reducing to ~2v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm cleared when ac power was restored to the mpu. The driveline was disconnected on (B)(6) 2021 at 07:39 for a controller exchange. No other notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. Additional information on (B)(6) 2021 stated that it is unknown whether the mpu has the v-lock power cable. The cause of no external power alarm was not related to the power cord coming loose at the outlet or back of the unit, or due to loss of power the house. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.